Manufacturer narrative:
Event date is an approximation as date(s) was not provided by customer. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 assay on unknown dates. It is unknown at this time the number of affected patients and if repeat testing or confirmation testing was performed. Although requested, no additional information was provided regarding patient health status and outcome. A supplement report will be sent if additional information is received. The customer noted on (B)(6) 2022 that the issue has been resolved.

Manufacturer narrative:
Investigation report: the required information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry are performing as expected. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible root cause is cross contamination.